Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion, the guidewire got stuck in the farawave pulsed field ablation catheter. The catheter was not used for the procedure. The procedure was completed and there were no patient complications. The catheter is not expected return for analysis as it was disposed.